Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified as the reportable malfunction could not be reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: skin abrasion scratches on distal edge, loose light guide adapter and cracked on side in the video connector. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope had an air leak. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the video scope had an air leak. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.